Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and an health care professional (hcp) regarding a patient receiving dilaudid (12.5 mg/ml at 3.630 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump pocket had "broke" and the pump was "up into the right ribs." The patient reported that the pump was going to be moved but they were trying to figure out where to move it because he "has so much scar tissue" and he has had the pumps all around his body. The patient was discussing options with their hcp. No further complications were reported.